Event description:
Literature was reviewed regarding the incidence and severity of paravalvular leak (pvl) after transcatheter aortic valve replacement (tavr) using third generation valves. Medtronic evolut pro (n = 321) and non-medtronic sapien 3 (n = 1,160) transcatheter valve types were used in the study. The authors observed a total of 16 deaths (all-cause = 8, cardiovascular = 8) in the evolut pro group. No evidence was presented to suggest that an evolut pro valve or its function contributed to any of the deaths. Other adverse events that occurred in the evolut pro group included: valve migration necessitating the implant of a second valve, coronary occlusion, aortic annular rupture, pericardial tamponade, conversion to open surgery, pvl (mild to severe), need for permanent pacemaker implantation, disabling stroke, major vascular complication, and major bleeding. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: matta a, regueiro a, urena m, et al. Comparison of paravalvular leak in sapien 3 and evolut pro valves in transcatheter ao rtic valve replacement: a multicenter registry [published online ahead of print, 2023 sep 19]. Am j cardiol. 2023;207:114-120. Doi:10.1016/j.amjcard.2023.08.098. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.